Event description:
It was reported that an air embolism occurred. A left atrial appendage closure (laac) procedure was being performed concomitantly following a farapulse procedure. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The wds was deployed in the laa. Transesophageal echocardiography (tee) imaging was used, and air was noted on the distal aspect of the appendage. The device was exchanged to a pigtail catheter. The physician aspirated the air, and the patient was noted to be stable. The physician then aspirated and flushed the was before inserting a different wds. Air was noted again on the distal aspect of the appendage. The was was exchanged for a different trusteer device. The wds was deployed and released after position, anchor, size, and seal (pass) criteria was met. The patient has fully recovered.